Event description:
Customer reported noticing a difference with the sensor glucose readings and the blood glucose readings. Customer stated that the blood glucose reading was 170 mg/dl and the sensor would read 330 mg/dl. Customer also mentioned that the insulin pump has gone into threshold suspend. It was noted that the customer did not receive an alarms when they first noticed the sensor and the blood glucose readings being off. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.